Event description:
Sorin group received a report that the sucker line ruptured in the raceway of the pump during a procedure. The line was replaced and the procedure was completed without further incident. There was no patient injury.

Manufacturer narrative:
Patient information was not provided. The lot number was not provided, therefore, the expiration date is unknown. The lot number was not provided, therefore, the manufacturing date is unknown. Sorin group received a report that the sucker line ruptured in the raceway of the pump during a procedure. The line was replaced and the procedure was completed without further incident. There was no patient injury. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.